Manufacturer narrative:
(B)(4).

Event description:
Two months ago, the pt bent over when sitting on a bed and heard/felt a pop. After that she stopped feeling stimulation; her arm went numb; the device system has not worked at all. She went to the ER and an x-ray was performed of the device system which looked fine. Since the ER visit, she has experienced vomiting and nausea. The labs looked fine. She went to the hospital on (B)(6) 2010. She lost weight due to a leg amputation on (B)(6) 2006 which has caused her device to stick out. There were coupling and or communication issues. She last recharged 2 months ago and the device was overdischarged. The poor communication screen displayed on the pt programmer. Further information has been requested.